Event description:
Employee was drawing a patient. The phlebotomist removed the needle from the patient's arm and the needle fell off after attempting to engage the safety device. The needle fell on the bedside. Blood spilled from the tubing on the patient's bed and phleobotomists gloves. Phlebotmist was not poked with the needle.